Event description:
New information received notes that the device was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
Additional information: b1, b2, b5, d6b, d9, h1, and h6.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. The device was at end of service (eos) when received. A longevity calculation was performed based upon programmed settings and usage data. The calculations showed the battery was depleted prematurely. Telemetry, pacing, sensing, impedance, high voltage (hv) output, hv shock, and patient notifier were tested on the bench. No anomalies were detected. No high current drain sources were found throughout bench and stress testing. The battery analysis by the manufacturer found that the battery was normal. The cause of premature battery depletion could not be conclusively determined.

Event description:
It was reported that the patient presented for remote follow up via merlin.net. A review of the transmission revealed unusual battery voltage fluctuations that were not consistent the setting of the implantable cardioverter defibrillator. Premature battery depletion was suspected. No interventions were made. The patient was asymptomatic.